Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels, continuous glucose monitor read as ¿low¿, specific bg values were not provided; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were only available until (B)(6) 2020. Logs were reviewed from (B)(6) 2020 to (B)(6) 2020. A total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 50 to 53 mg/dl were recorded at 1:07:42 pm to 1:12:40 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 1:07:42 pm on (B)(6) 2020. A user initiated tubing fill of size 11.28 units was observed at 08:39:36 am on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s): time: 08:42:35 am date: (B)(6) 2020 iob: 0.00 carbs: 35.00 correction included: yes. Requesting a larger bolus than required may lead to a low glucose event. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 50 was recorded at 3:12:40 pm to 3:17:40 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 3:12:40 pm on (B)(6) 2020. A user initiated tubing fill of size 11.28 units was observed at 08:39:36 am on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.